Manufacturer narrative:
Approximately one month later we received information this patient expired. No additional details regarding the patient's death were provided. As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. If the device is returned the event will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) coded and no shocks were delivered. It was also reported that during transport to the hospital the emergency medical team (emt) put a magnet on the device. Upon interrogation the device was in factory fallback. The device has been implanted for 73.5 months. The patient has been non-compliant and there was very little follow-up information available. The patient was intubated and remains in the hospital.

Manufacturer narrative:
There were no plans at this time to explant the device until the patient stabilized. No additional information is available at this time. If additional information becomes available, the event will be updated.